Event description:
Customer reported the system shut down during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated cable connectors and found the surge suppressor and power control board needed to be replaced. Waiting on customer repair authorization.